Manufacturer narrative:
(B)(4). Boston scientific received additional information. The electrode was successfully repositioned on (B)(6). On (B)(6) the patient underwent an ablation procedure for atrial flutter. On (B)(6), the physician performed defibrillation threshold (dft) testing; however, the patient was again not able to be induced into vf. A 10 joule manual shock was delivered, with an impedance measurement of 96 ohms. The physician planned to try dfts again the following day. The electrode and device remain in service without further complication.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was taken by ambulance to the hospital after losing consciousness. Upon device interrogation, a long episode of ventricular fibrillation (vf) with non-conversion was observed. A closer review of the episode showed a rapid atrial fibrillation (af) that was treated with a shock; the rhythm accelerated into vf and four shocks were delivered. A new episode was detected after a long period of undersensing and a single shock was delivered to convert the vf. The shock impedance was 107 ohms for the first shock and the impedance was 109 ohms for the last episode. The patient was hospitalized in the intensive care unit, with no neurological damage observed. An x-ray was performed, which revealed the electrode was completely dislocated to a lower position. The post-implant x-ray showed perfect electrode positioning. A revision procedure was planned for the following week, and defibrillation threshold (dft) testing was also planned, as no dft testing was performed at implant because the patient was not able to be induced. The sensing vector was reprogrammed pending the revision procedure. No additional adverse patient effects were reported.